Event description:
Vad interrogation found "pump off" due to a cut in the cable. Pt remained stable. Pt had gotten his cable caught in recliner chair by mistake. Cable changed out without further incident.